Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified striated broken edge on radius. Based on the device analysis the final assessment is a striated broken on radius assessed as surgical damage, consistent in the use of some surgical tool. As a piece of the shell was missing, assessment is inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.